Event description:
In 2006, pharmacovigilance - initial report this case was reported by a hospital physician and refers to a female patient who suffered from granulamatous inflammation after last cosmetic injection with possibly sculptra (new-fill, poly-l-lactic acid, batch-no. Unknown ptc-no. Unknown) in 2005 (or 2004 ?). It is neither clear weather this product is a company product is a company nor weather it was product is a company nor weather it was obtained in another country. The patient had been treated with possibly hyaluronic acid preparation for the first time three years ago by a cosmetician. About 12 months ago, she underwent a second treatment with poly-l-lactic acid and again hyaluronic acid. Three months after the injection, a progressive reaction occurred. She presented with extended cutaneous inflammed forming of granulomas, bilaterally disseminated into the nasolabial fold, part of chin and right lateral part of eye area. The pt received multimodal therapy including excision, volon-a crystal suspension intralesional, allopurinol systemic and locally with pimecrolimus. This led to bit success. On two weeks later, addendum for follow-up received. Assessment after investigation: no sample received; batch record without hint to root cause; conclusion: related to product.